Event description:
Cu has been diagnosed with mastitis and she has been on several courses of antibiotics for it. The doctor advised that her breast wasn't being emptied properly hence the infection. Customer complaint reported from UK.